Event description:
The customer reports falsely decreased hemoglobin and wbc results generated for one patient on the cell-dyn ruby analyzer. The customer states that the patient was difficult to draw and that the initial testing of the sample (drawn in edta) generated a sampling error with no results generated. The sample was retested with the following results: wbc = 1.53 k/ul, rbc = 0.8 m/ul, hemoglobin = 6.06 g/dl, and platelets = 23 k/ul. The patient's doctor, upon receiving these results, sent the patient to the emergency department, where a sample drawn there generated a hemoglobin result of 13.5 g/dl and a platelet count of 38 k/ul (method unknown). Three days later, the customer pulled a citrate collection tube taken from this patient at the same time the edta tube was drawn and tested both samples on the cell-dyn ruby analyzer and generated the following results: edta: wbc = 0.8 k/ul, rbc = 2.21 m/ul, hemoglobin = 6.60 g/dl and platelets = 32 k/ul; citrate: wbc = 1.53 k/ul, rbc = 4.13 m/ul, hemoglobin = 13.7 g/dl and platelets = no results provided. The customer reports that controls have remained within specifications and that no other patient samples exhibited this issue. There is no further impact to patient management reported. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer visited the customer site and replaced the sampling probe (closed mode of operation) and performed a general "cleaning" maintenance procedure on the cell-dyn ruby analyzer. Tubing sections were also replaced on several valves. Subsequent instrument operations were acceptable. The evaluation of the customer issue in regards to the analyzer and the diluent/sheath reagent (suspect) did not indicate any issues with the products. The customer provided no data to aid in the evaluation. Possible reasons for the customer issue could be narrowed down to: 1.) Sampling error; 2.) Issues with the edta collection tube resulting in sampling errors; 3.) Compromised integrity of the patient sample. One or a combination of any of these possibilities may have contributed to the discrepant results seen at this customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn (cd) ruby system operators manual contains information to address the current customer issue. Based on the information from the customer site and the results of this investigation, it can be concluded that the cell-dyn ruby analyzer is performing as expected. A product malfunction could not be identified.